Manufacturer narrative:
Insulin pump had an unresponsive buttons due to corroded electronic assembly. Insulin pump had corrosion on motor assembly and keypad assembly. Insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and scratched reservoir tube window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump got wet and it stopped working. Customer attempted to dry but it still didn't work. Customer's blood glucose was 143 mg/dl. The device was exposed to salt water, it fell into the ocean. The display went blank immediately after being exposed. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.